Event description:
It was reported via repair work order that the power cord was frayed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the power cord was frayed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was incorrectly data entered that power cord was frayed. Actual reported issue was that the foot end was stuck at low height due to power coil damage. It was reported that the foot end would not raise or lower. This will result in an annoyance only issue as bed was at lowest height which is optimal for CPR. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.